Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 107 mg/dl. The customer's father stated that his son was eating breakfast and the pump alarmed no delivery while giving a bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
No unexpected excessive no delivery alarms noted. The insulin pump passed displacement test, rewind test and basic occlusion test. The insulin pump alarmed during prime test due to faulty force sensor noted. A grinding motor noise anomaly noted during displacement and rewind tests due to faulty motor. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.